Event description:
It was reported that the pump failed to alarm for air in line. The issue was discovered by the clinician when the IV pump alerted that fluids were complete. Upon entering the room and observing the tubing, air bubbles were noted through the tubing, starting above the pump and reaching to the patient. Pump had not alarmed for air in line as expected. The clinician was unsure if or how much air might have reached the patient. The patient was in stable condition with no obvious signs of harm from event.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the complaint that the pump failed to alarm for air in line was not confirmed during testing. The source pump module¿s air detection system was tested using the air in line threshold product analysis procedure. The pump module¿s air detection system was observed operating within specification. The event date and time were reported as (B)(6) 2026 at 1:25. A review of the suspect pump module error log showed no errors were recorded related to the reported event or on the reported event date. The pcu event log showed the suspect pump module s/n (B)(6) attached to the suspect pcu s/n (B)(6) as channel b on (B)(6) 2026. The air in line setting for single air bolus was set to 250 l with accumulated air enabled. On (B)(6) 2026 at 2:51 pm, an infusion was programmed remotely with drug ID 5, rate of 100 ml/h and volume to be infused (vtbi) of 1000 ml with an expected duration of 10 hours. The user confirmed the infusion and the infusion started with a primary volume infused (pvi) of 0 ml. At 4:34 pm, a secondary infusion was programmed remotely with drug ID (B)(6), drug amount of 1000 mg, dose of 1000 mg, concentration of 20 mg/ml, rate of 100 ml/h and vtbi of 50 ml with an expected duration of 30 minutes. The user confirmed the secondary infusion. The primary infusion stopped and the secondary infusion started with a secondary volume infused (svi) of 0 ml. At 5:04 pm the secondary infusion completed and primary infusion started. On (B)(6) 2026 at 1:22 am, the primary infusion was completed and the keep vein open (kvo) started. The user changed the vtbi to 20 ml and the infusion started. At 1:25 am, the user turned off the pump module. Between (B)(6) 2026 at 2:51 pm and (B)(6) 2026 at 1:25 am the pump module s/n (B)(6) infused a total volume of 1053.651 ml. The bd alaris¿ system with guardrails¿ suite mx v12.3.2 user manual states: there are different settings for single bolus, the threshold can be set at 50, 75, 125, 175, or 250 mcl (in anesthesia mode only, the threshold value can be set to 500 mcl). Air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. The pump module monitors the amount of air that passes the air sensor. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the determined values. Depending on the air-in-line setting, the pump module monitors the percentage of air in a specific window of volume that passes the air sensor. Lower air-in-line settings cause the pump module to evaluate the amount of air in smaller volumes. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable root cause of the report that the pump failed to alarm for air in line is suspected to be due to single air boluses being too small to trigger at the 250ul setting. Laboratory testing showed the ail was detecting air as expected. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.